Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt ineffective stimulation coverage with her cervical lead. X-rays determined the lead had migrated. The surgeon repositioned the lead on (B)(6) 2013, and the pt reported effective stimulation postoperative. However, follow-up on (B)(6) 2013 indicated the issue recurred as x-rays showed the lead had migrated out of the epidural space. The physician plans to perform another revision surgery to address the issue.